Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported the controller did not want to charge the implanted neurostimulator. Patient said the controller would light up, but then it would say it could not find the implanted device. Agent asked, patient said they first saw the no device found message about 2 weeks ago. Patient mentioned they notified their rep a couple days ago because they had an issue last wednesday, and rep had patient reset controller which resolved. Patient then mentioned they have an appointment with their representative, next tuesday, and the representative told patient to call for replacement. During the call, patient reset controller and then attempted to start a charging session of the implant. Patient saw no damage to recharger cord/pins. Patient entered passive recharge mode and reported seeing numbers 60-94-98. After a few minutes, patient was able to start charging the implant with excellent recharge quality. Controller was at 50% and implant was at 30%. Patient said they were usually able to charge at excellent quality, but the controller kept going back to no device found. Patient reported no device found again. Patient entered passive mode at 94-95-98. Patient then reported no device found again despite not moving. The issue was not resolved. A replacement controller was sent out. No symptoms were reported. Patient repeated previously documented information. Patient called back and stated that they received the new controller, and it is working however they're still having a problem connecting the controller to the recharger. Agent had the patient start a recharging session and patient confirmed seeing a no device found message, so they pressed recharge and got into the passive recharge mode with number 94 96 97. Agent reviewed the information about the passive recharge mode. After a few minutes of waiting, patient confirmed not getting past the passive recharge mode and a "recharger unavailable" message displayed. Agent sent a request to the repair team to replace the recharger. 2025-aug-28 rtg0869183 (con): patient called back and stated that they got the replacement controller and recharger, but when they tried to charge their implant today, they got a message 'sofware problem. Cannot continue. Please call medtronic.' 1-intellis, 2-3.6, 3-58, 4-qf_new. Patient mentioned they had been trying to charge and had been going back and forth for 20 minutes now. Agent had patient reset the controller and patient went to passive recharge mode again. Agent redirected patient to healthcare provider and/or mdt rep to checking on charging as patient wasn't able to progress passive recharge mode. Patient (pt) called back and reported they have battery pack issues because the controller cant connect to their implantable neurostimulator (ins) and need to hold the controller over to the ins to be able to connect. Pt stated the issue started couple of weeks ago. Pt said they met with their rep today, rep told them to order a new charging paddle. Pt called back and reported their controller was having trouble locating their ins and they need to hold the controller up against their body to be able to connect to the ins. Pt stated the issue started couple of weeks ago and repeated some of the previously documented information. Pt said they met with their rep today, rep told them to order a new charging paddle because they had trouble connecting to the ins and heard a lot of clicking when charging the ins. Pt mentioned the paddle was new. During the call agent had pt to reset the controller using the ac cord. Thecontroller screen powered on and green light flashed on the controller. Pt confirmed no visible damage on the controller port, recharger cord, paddle and pins. When they started the recharge session, pt said they saw reposition and suddenly showed no device found. Pt stated they gained a couple of po unds but denied any recent trauma near the ins site. Agent redirected pt to their hcp to further address the issue.